Event description:
It was reported that during an unknown procedure, no staples would deploy from device. It is unknown how procedure was completed, there was no delay to procedure, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # v94c6r. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. A tyvek was received along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed seven conforming clips and five scissored clips. In addition, the device locked out as intended. Further analysis showed that during the visual inspection of the jaws, they were found to be misaligned, and the scissored clips were due to this condition. The instrument was disassembled and upon disassembly, no anomalies were observed. The device performed without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: `insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument, ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." The damage observed on the jaws is related to improper use of the device. Possible causes for the condition found may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.